Event description:
On 07/18/1998, the facility informed the MFR's sales rep of the following: the physician or the nurse could not push the needle thru the device septum. As a result, the device was explanted and replaced with another device. No further details were provided at this time.